Manufacturer narrative:
No cracks on unit noted. No display anomalies noted during testing. Unit passed displacement test and selftest.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the pump had a display anomaly. The customer¿s blood glucose level was 179 mg/dl. The customer stated that the pump display was little dim and the white contrast had some greenish tint. The customer performed self-test and the display was greenish tint. The customer was advised discontinue use of the pump and was advised to revert to back up plan per health care professional instruction. The customer was advised monitor blood glucose. The insulin pump will be returned for analysis.